Event description:
The user underwent a re-positioning surgery because CT imaging showed 7 electrode channels were extra-cochlear. During the surgical procedure and while cleaning the implant, it was damaged. Therefore a new device was implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a re-positioning surgery because CT imaging showed 7 electrode channels were extra-cochlear. During the surgical procedure and while cleaning the implant, it was damaged. Therefore a new device was implanted (with shorter electrode array).

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damage found during device investigation is most likely related to the reported revision surgery. The revision surgery was conducted, because the active electrode array has migrated out of the cochlea as confirmed by diagnostic imaging. Additionally, an incomplete insertion was reported at implantation. This is a final report.